Manufacturer narrative:
Device evaluation: one infusion cassette was received for evaluation in relation to the reported event. Sample was received in used condition without its original packaging, decontaminated and inside in a plastic bag. Visual inspection of the device did not identify any damaged, kink, cut or condition that could cause the reported event. Functional testing of the cassette was performed by connecting the sample to a test infusion pump. The samples was able to be connected without problem. Samples were fully priming and connected without difficulty, the pump was set running and no alarms were activated. The reported event could not be confirmed or replicated. Root cause was unable to be determined. Due to the lot number being unavailable, a DHR review could not be completed for the device.

Event description:
It was reported that the infusion stopped at about the halfway mark of a forty eight hour infusion. When the infusion stopped and was restarted, the pump error on the self-test cycle. The pump was replaced and when placed on the same infusion cassette showed the replacement pump showed the same error.. The cassette was replaced on the original pump. No error occurred and the patient completed infusion. There was no patient injury reported.